Event description:
Customer reported the system is displaying a collimator potentiometer error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found that the system had broken wires in the high voltage cable. Replaced the hv cable and verified collimator and beam alignment. System operates as intended.